Manufacturer narrative:
The manufacturer is not aware if the user facility intends to report this event. No report has been received by the user facility to date. The code selected with "other", meaning that the training, labeling, lot records, and provided information were evaluated. There is not evidence of out of specification condition of technique deviation that could have contributed to this event.

Event description:
Sacral fracture. Prescribed treatment is currently bed rest.